Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated magnesium for a patient that repeated lower when processing on the alinity c processing module. The account uses a normal range is 1.6 to 2.6 mg/dl. On (B)(6) 2025, sid (B)(6), generated 9.1 mg/dl but repeated 2.4 mg/dl (other analyzer). No discrepant result was reported out of the lab. No patient age/gender/sex/race/ethnicity was provided. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, and device history record review. The alinity c processing module, serial number (B)(6) was evaluated. It was determined that all three probes (sample alnty c-series sample p, and r1 and r2 alnty c-series reagent probes) were the likely cause for the false elevated magnesium results. The issue was considered resolved with calibration of the probes. A review of the alinity c processing module, serial number (B)(6) service history, revealed no additional false elevated magnesium results reported after the current ticket was reported. A review of tracking and trending did not identify an increase in complaint activity for both the alinity c system and the alinity c-series reagent probes with regards to the customer¿s issue. Device history review did not identify any non-conformances or deviations with the alinity c-series reagent probes. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The account generated false elevated magnesium for a patient that repeated lower when processing on the alinity c processing module. The account uses a normal range is 1.6 to 2.6 mg/dl. On (B)(6) 2025, sid (B)(6) (52 yrs old, male, other race, hispanic/latino ethnicity) generated 9.1 mg/dl but repeated 2.4 mg/dl (other analyzer). No discrepant result was reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
Section a updated with patient age, sex, ethnicity. The patient gender was not provided and race provided as other but no additional information. Section b5 updated with patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated magnesium for a patient that repeated lower when processing on the alinity c processing module. The account uses a normal range is 1.6 to 2.6 mg/dl. On (B)(6) 2025, sid (B)(6) (52 yrs old, male, other race, hispanic/latino ethnicity) generated 9.1 mg/dl but repeated 2.4 mg/dl (other analyzer). No discrepant result was reported out of the lab. No impact to patient management was reported.